Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device was broken (fractured) was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the motor device was broken (fractured). During an in-house engineering evaluation, it was determined that the device cord was damaged, the device ran in the locked position - power broken, had a damaged flex circuit, braided stainless steel wire tether damage/came off and was loose. It was further found that the device failed pre-test for visual, loctite, cable, motor thermistor, safety and hand control. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.